Event description:
It was observed that during the device evaluation, the subject device image was not displayed due to damage to the charged coupled device. Additionally, air/water tube and cylinder had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the "image was not display" issue occurred due to component failure. The root cause for the foreign objects was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.